Manufacturer narrative:
Initial reporter information unavailable. A manufacturer representative went to the site to test the equipment. The system passed the system checkout and was found to be fully functional. The localizer disconnected issue was resolved. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that during a training at the site on (B)(6) 2018, the system¿s localizer displayed as disconnected and was unable to track any instruments. When a medtronic representative (rep) was on site the following day, (B)(6) 2018, the camera continued to not track instruments and was still displaying ¿localizer not connected¿ in the software. The camera had two green lights and the fault light was not on. Technical services (ts) had the rep open the ndi toolbox and neither the polaris spectra system control unit (scu) nor positioning sensor unit (psu) were listed. The ndi toolbox gave an error stating ¿failed to connect to /dev/named/ndi/localizer: port does not exist.¿ the rep power cycled the navigation interface unit (niu) and rebooted the room and rack with no change. The rep then opened the usb view and everything appeared to be normal. The rep rebooted the system after making sure to power on the room before powering on the rack, but there was still no change to the ndi toolbox or camera connection. It was noted the camera maintained the two green lights throughout troubleshooting. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: initial reporter information has been updated. If information is provided in the future, a supplemental report will be issued.